Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer initially reported that they thought the pca unexpectedly bolused doses of dilaudid (0.2 mg with a lockout of 10 min) to the patient however after further investigation by the facility they discovered that the patient had acquired the hospital code to the pcu and manipulated the device to give himself additional doses of the medication(0.5mg). There was no patient harm.